Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer reported experiencing high bgs (267-448mg/dl) despite numerous corrective boluses. Customer noted that pod alarmed with communication error. Pod will be returned for eval.